Event description:
A technician reported that a pt who underwent lasik was diagnosed with asymptomatic stage 2 diffuse lamellar keratitis (dlk) in the left eye, at the two day postoperative visit. The topical steroid drops were increased. Upon follow up it was noted the dlk resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).